Manufacturer narrative:
D3 (manufacturer fax) has been added. Minor bleed/hematoma/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
An impella cp was implanted in a 64-year-old male via left femoral artery access for management of acute myocardial infarction complicated by cardiogenic shock (scai stage e). The patient had known coronary artery disease and diabetes mellitus and was receiving extracorporeal membrane oxygenation, inotropes, vasopressors, and ventilator support at the time of implantation. Pre-implant laboratory values included a lactate of 12.0 mmol/l and alt of 276 u/l, consistent with severe shock physiology. The purge solution consisted of d5w with 25 meq sodium bicarbonate. The complaint states that a hematoma developed in the groin access area with associated minor bleeding. No blood transfusion was reported, and no surgical intervention was required. The access site was readdressed with local management, after which no further escalation of care was described. Hematoma and minor bleeding at femoral access sites are known and expected risks associated with large-bore arterial access and are described in the instructions for use. Contributing factors may include anticoagulation, shock-related coagulopathy, vasopressor use, and underlying critical illness. Due to ongoing hemodynamic instability, the patient was escalated to an impella 5.5 for continued circulatory support. No additional device-related concerns were reported following escalation. Based on the available information, the reported hematoma and minor bleeding were managed conservatively and are consistent with known access-site risks in the setting of large-bore arterial cannulation and severe cardiogenic shock. The patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.